Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. It was not possible to determine the root cause of the event. It is probable that the peeled adhesive was due to external factors or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use: "chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the adhesive part of the objective lens on the flex deflectable videoscope had peeled off. There were no reports of patient involvement.